Event description:
It was reported that this implantable pacemaker, right atrial (ra) and right ventricular (rv) leads were explanted due to unknown reasons. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains and update with additional details regarding the reason for system explant.

Event description:
It was reported that this implantable pacemaker, right atrial (ra) and right ventricular (rv) leads were explanted due to unknown reason. No additional adverse patient effects were reported. Additional information was later received from the field which indicated that there was no problem with the system, however the patient noted that they did not feel comfortable with a foreign object in their body and requested removal.